Manufacturer narrative:
Investigation summary: two photos showing a safety glide needle were received and evaluated. There appeared to be a strand of wire like foreign matter wrapped around the needle cannula close to the tip. The foreign matter observed was non-conforming per product specification. Potential root cause for foreign matter defect is associated with the needle supplier¿s manufacturing process. The photos will be forwarded to the needle supplier for further evaluation and investigation. Further investigation was performed .two photos were provided. Both show a needle assembly with no plastic shield and the safety mechanism not activated. From one of the photos it is possible to observe a string of foreign matter wrapped around the needle. It is located about a 1/4" from the needle tip. It is not possible to know what type of foreign matter is based on photo. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. No potential root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd safetyglide¿ needle had "wire-type hair" on it prior to injecting the covid vaccine. The following information was provided by the initial reporter: "wire-type hair noted on needle prior to giving covid vaccine, changed before administration of dose."